Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the customer observed non-intuitive movement of the medium-large (ml) clip applier instrument. While trying to attach a clip to a blood vessel, wrist turned in an unintended direction. Nothing happened when the wrist was straight, but the issue occurred when the wrist was bent and used (it bent when clipping). Clipping was done with the wrist straightened. There was no bleeding and no health damage. Technical support engineer (tse) instructed the customer to ensure proper installation of the sterile instrument arm drape, properly seated sterile adapter and instrument; when clinically possible. Additionally, the tse advised to further troubleshoot by testing the ml clip applier instrument with another universal side manipulator (usm) arm for issue recurrence. No further issue reported. The customer continued with the procedure using the same instrument. On 07-jun-2022, isi obtained the following additional information from an isi clinical sales representative (csr), regarding the reported even: the drape/arm was checked, and a different drape/arm was used to complete the procedure. There was no backup medium large clip applier used, and the instrument was not returned to isi for evaluation. It was confirmed that there was not a drape or a sterile adaptor issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. The customer continued with the procedure using the same instrument. A follow-up MDR will be submitted if additional information is received. A review of the system logs for the event date of (B)(6) 2020 has been performed and there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. The instrument log's were reviewed and it was determined that the medium-large clip applier instrument used during the procedure has the following product information: 470327-12 / n10191028-0093. The instrument's first use per the system logs was the date of the procedure, (B)(6) 2020. With subsequent procedures being performed with the device until its allotted uses were fully expended on 10-mar-2022. No related or similar complaints were identified for the event dates of the instrument's subsequent uses. No image or procedure video was provided for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted low anterior resection (lar) procedure, the customer observed non-intuitive movement of the medium-large (ml) clip applier instrument. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.